Manufacturer narrative:
Additional information: (all manufacturers information), evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the clevis of the instrument was broken. It was reported that a component disengaged from the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the instrument was forced beyond its indicated use and applying excessive stress over the clevis. The plastic clevis was broken from the pin hole which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, when the fan retractor was removed from the port and handed to scrub nurse, a small piece of black outer coating on the shaft just above the fan was noticed to be missing (opposite side to silver cylinder near articulation joint). Upon looked for missing piece, it was located on the specimen. There was no patient injury.